Event description:
The customer reported being hospitalized due to high blood glucose levels two weeks ago. The customer stated that he returned all of his lot 8 infusion sets, but at some point medtronic returned them to him. The customer did not want to provide further info. The customer also declined troubleshooting. The customer stated that he was going to try to gather people together to file a class action lawsuit against medtronic. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.